Manufacturer narrative:
The device was received and evaluated. Condition upon receipt: 1 un-sealed sample, part number 1884004, from lot number hg0jfhg received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), calipers. Evaluation: when compared to the assembly drawing the inner cutter shaft was broken which would have resulted in the reported event. The break occurred 0.586¿ from the distal face of the inner hub. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation of the locking area on the front hub and striations around the outside diameter of the break point indicating metal on metal contact. The information indicates excess pressure was applied during use which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no indication of de vice fragments and the breakage would have been contained by the outer tube and the handpiece. Based on the available information and the analysis findings the reported complaint was confirmed and it likely related to the operational context (operator technique). Methods ¿ actual device evaluated. Visual inspection; microscopic inspection. Results ¿ stress problem. Conclusion ¿ operational context caused or contributed to event.

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that the blade stopped working and blade broke off there was no patient injury reported.

Manufacturer narrative:
Additional information was received: the inner blade shaft broke at the base. There were no fragments as a result. Another blade was used to complete the fess procedure. Concomitant medical products: (B)(6) 2016. The device was returned to medtronic and is pending evaluation. (B)(4).

Event description:
Additional information was received: the inner blade shaft broke at the base. There were no fragments as a result. Another blade was used to complete the fess procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.